Event description:
A complaint was recieved alleging that the power cord, used an accessory to the device, has melted. Reportedly, the device was in use at the time of the reported failure, but there was no reported patient harm. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation. The design of the power cord meets the specifications and applicable safety standards for power cords. (Ul817 and iec 60320-1)